Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was verified. The device failed the line isolation leaking test. The root cause was traced to be the esd battery pad. Therefore, the pad was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.